Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported scarring was present around a deep brain stimulation (dbs) extension. Reportedly, the scarring limited the patient's range of motion. To address the issue, surgical intervention was undertaken and physician removed the scar tissue and replaced the extension. No complications were noted during the procedure.